Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery. The 3.0 x 12 mm voyager balloon catheter was prepared per the instructions for use prior to use in the anatomy. The balloon catheter was advanced without issue and inflated three times, each time to 12 atmospheres (atm). During the third inflation, it was noted that the balloon could not be inflated successfully and contrast was observed leaking from the balloon. The voyager was removed and a new voyager balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis and scanning electron microscopy (sem) of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.